Event description:
It was reported that a large volume intermate leaked. The packaging appeared to be fine when the carton was opened; however, the solution leaked out prior to use. The device was filled with a non-baxter solution. There was no patient involvement. Additional information was requested and is not available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A visual inspection confirmed that there was a leak. The leak was from a partial broken tubing at the junction of the distal luer post. If additional relevant information is obtained, then a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the broken tubing was undetermined. Should additional relevant information become available, a supplemental report will be submitted.